Event description:
It was reported that following the implant procedure, a hematoma was discovered at the battery pocket site while the patient was at the post anesthesia care unit (pacu). The physician then opted to bring the patient back into the operating room (or). The patients implantable pulse generator (ipg) was removed, and the physician washed out the pocket and controlled the bleeding. The ipg was then reconnected to the leads and the pocket was closed. The patient was doing well postoperatively.